Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a knife blade was dull during cataract surgery. The procedure was able to be completed with the same knife. There was no impact to the patient. Additional information is confirmed to be unavailable.

Manufacturer narrative:
Additional information is provided. One opened knife sample was received in a blade protector tray for the report of being dull. The returned sample was visually inspected and was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edges exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).